Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing far field r-waves that resulted in inappropriate mode switches and competitive atrial pacing. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.